Event description:
It was reported that the patient with this pacemaker experienced a sharp pain when the device was programmed in AAI at an output of 0.2 V at 0.4 ms. Technical Services (TS) asked what the normal output was and talked with the physician. It was noted there were no recent falls and the patient stated they felt occasional sharp pain when they bend over. TS suggested a chest x-ray to confirm lead location. Information from the field was received and noted the cause of sharp pain appeared to be from right ventricular (RV) pacing. Additional information was requested but unable to be obtained at this time. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.